Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was not cutting properly and that the meshing plate appeared damaged. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 5 september 2019 noted that the comb was damaged and bent and that the bottom roller and gear were worn. Upon further evaluation, it was found that the side plates were worn on the inside and that the shoulder bolts, washers, and nuts needed to be replaced. None of the pretests could be performed due to the damaged comb. Review of the returned cutter found that it did not produce a complete mesh and was deemed non-repairable. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the comb, sideplates, roller, washers, bearings, shoulder bolts, nuts, screws, and roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that cutter was unable to produce a proper graft, it cannot be determined from the information provided as to what caused the cutter to fail. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a zimmer skin graft mesher was not cutting properly and the meshing plate was damaged on one end. No adverse events were reported as a result of this malfunction.